Manufacturer narrative:
The customer¿s experience of syringe volume discrepancies was not confirmed. The pca module event log shows the last infusion was programmed at 6:39 pm on (B)(6) 2018 for pca s/n (B)(4), to infuse a pca dose + continuous infusion at a continuous rate of 1.2ml/hr and a pca dose that delivers 1ml at 75ml/hr using a 35ml monoject syringe with 14.7785ml detected. The infusion ran until 7:10 pm when the door was opened and the infusion was stopped. During this period there were 2 pca dose requests delivered. A determination regarding syringe volume discrepancies due to the lack of information provided. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer is requesting assistance in determining the root cause for volume discrepancies found when infusing fentanyl 50mcg/ml in 30ml continuous infusion at 130mcg/hour with a demand dose of 70mcg every 10 minutes through the pca channel. Users have found a discrepancy between the remaining volume to be infused and the expected volume. There was no patient harm.